Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the screw that holds the boom and the mast together has snapped at the threads.